Event description:
The husband of a female pt called lifecor customer support to report that the cable coming from the electrode belt "was hanging". Support assisted the husband in reconnecting the cable to the monitor. Once connected, the normal startup sequence completed properly. Within a minute, the "stand back, a shock is about to be delivered" message was delivered. Pt pushed the repsonse buttons and the alarm stopped. Within a minutes it went into the same "shock" alarm. Support advised pt to take the battery pack out, chek to be sure the cable connector was secure and the belt was fitting properly. Support had the pt re-insert the battery pack. The normal start up began again, followed by a bong and a message to "check belt". Pt and husband cheked the electrode belt and discovered an ECG electrode was flipped. This was corrected and all seemed fine. Support requested a pt download. After the pt arrived home, the alarms began again, followed by the "shock is about to be delivered" message. A review of the downloaded data indicated a potential electrode belt malfunction. A replacement electrode belt was provided. Follow-up with the pt indicates the replacement belt is working fine.